Manufacturer narrative:
The reported complaint of could not engage one of the setscrews to tighten it on the lead was not confirmed. Analysis found both a- and v-setscrews were normal. The setscrews were not stripped. Nothing was found in the setscrew insets to block full wrench insertions into them. Both setscrews were tested to tighten and loosen normally. No device anomalies were found. Device is electrically normal with battery voltage above eri.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-10761, 2017865-2021-10762. It was reported that the right ventricular (rv) lead was noticed to be malfunctioning. The right atrial (ra) lead was noticed with a fracture. The patient presented for lead revision procedure. Upon disconnecting the ra and rv leads, the ra lead was confirmed with fracture, increased impedance, and a lot of electrical interference. The rv lead testing showed signs of fracture with intermittent elevated impedance and failure to capture consistently. The ra and rv leads were capped and replaced. Upon connecting the new replacement leads to the pacemaker, there was a malfunction with one of the screws, which would not deploy and secure the lead to the device header. The pacemaker was explanted and replaced. The patient tolerated the procedure well.